Event description:
The patient reported lower blood glucose readings with 1 bottle of 1k524b and 1 bottle of lot 1a616a. Approximately 2 weeks ago, the patient opened the first bottle of test strips for a box of strips, lot 1k624b and they worked fine. Some time this week, the patient opened the second bottle of test strips from the same box and performed a side by side blood glucose comparison using a test strip from the second bottle versus a bottle of one touch. Test strips (649685a, code 8, exp. 10/98). He obtained a blood glucose test result of 70mg/dl with this brand, lot 1k524b, and a result of approximately 140 mg/dl with one touch. Because the result with strips was low, the patient immediately opened the first bottle of test strips from a new box of strips, lot 1a616a. With lot 1a616a, the patient obtained a blood test result of 68 mg/dl. With the co rep, the patient performed a side by side blood glucose comparison using one touch vs this brand, lots 1k524b and 1a616a. With another brand, the pt obtained a test result of 134 mg/dl. With lot 1k524a, he obtained a test result of 77 mg/dl. With lot 1a616a, he obtained a test result of 107 mg/dl. The desiccant is in all one touch bottles. The pt's meter was set to the correct code on all tests. The pt does not have normal control solution or a check strip. He stores the test strips in the kitchen.